Event description:
It was reported that during surgery the pin became jammed in guide. There were no complications or delays reported.

Manufacturer narrative:
The device was returned for further evaluation. Visual inspection of the device determined that the device exhibited heavy wear that is indicative of heavy use. There are also burrs in the corners of the slots on all 6 of the drill holes. Functional testing with a 3.25 diameter gauge pin found that the device was able to accept the pin and the diameter of the holes are conforming to print specification. The device history records and the receiving inspection report for the item were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. The device was manufactured in june of 2013 with an approximate field life of three (3) years and five (5) months with an unknown number of uses. Per the devices packaging insert "end of life is normally determined by wear and damage due to use." Based on the state of the device when received, it is therefore determined that the root cause of the failure is due to wear and tear from use.